Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (e315 scope error code) was confirmed. In addition to the foreign material (resembling glue mixed with white fibers) in the nozzle, additional evaluation findings were as follows: the circuit board unit had water marks, scope connector case was corroded, the bending angle in the down direction did not meet the standard value, the nozzle was clogged, and the adhesive on the bending section cover had a chip. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using a gastrointestinal videoscope, there was an e315 scope error code displayed. The event occurred during preparation for use. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was foreign material (resembling glue mixed with white fibers) in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The e315 scope error code was caused by an electrical continuity error that occurs due to water invasion in the scope connector. Olympus will continue to monitor field performance for this device.